Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation there was an intermittent open along the pulse wire between the front therapy electrode pad and ECG 'a'. The cause of the non-functional ecgs is the intermittent open pulse wire. The root cause for the intermittent open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.